Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus delivery. Customer reportedly changed cartridge to address the occlusion alarms. The customer continued to use the pump, and has manual injections for insulin therapy. Customer¿s blood glucose level was 160 mg/dl.